Event description:
It was reported that a pt was experiencing an issue in regards to their ins stimulation turning off. It was noted that this was the second occurrence, with the previous incident being 6 months ago. Stimulation was lost in both incidents after the pt made adjustments with his programmer following a recharging of the device. Pt would recharge the device with stimulation turned "on" while he slept. When he woke up, the stimulation was still "on", and upon using his programmer to increase the rate, an "ins in the box icon" would appear and stimulation would stop. It was also noted that stimulation "out of box" icon would appear when stimulation was lost. It is unclear at the time of this report if this discrepancy of the noted icons is a reporting error. Pt did not try charging his device again until he later met with this hcp on (B)(6). A communication failure with the recharger was noted following the initial instance in which stimulation was lost. It was noted that upon interrogation with ins, a code or error message was not displayed on the 8840. It was also reported that the stimulation received was in the wrong location, in which stimulation was experienced down his leg instead of in his foot as it was before prior to any loss of stimulation issues. It was noted that the pt has a "desk job", and is not physically active. Impedance measurements were normal. X-ray of the lead and/or extension area was discussed. An explant of the device was planned. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).